Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, during evaluation the device powered off without user input while on battery mode. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed battery contact pins. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device powered off without user input while on battery mode. No additional information is available.